Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device battery is depleted. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to a battery failure. Battery was ordered and will be replaced once it arrives. The investigation concludes that no further action is required at this time.